Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, high fever, cloudy effluent, vomiting, and diarrhea. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin 1 gram once a week for three weeks intraperitoneally and ceftazidime 1 gram every day intraperitoneally (duration not reported) for the peritonitis event. At the time of this report, treatment with vancomycin and ceftazidime was ongoing. Dianeal therapies were ongoing. After four days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. At the time of this report, the patient and caregiver had not been retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The initial peritonitis event was manifested by nausea. It was reported that a patient experienced recurrent peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the recurrent peritonitis was unknown. Treatment for the recurrent peritonitis event was not reported. The cause of death was declining health and ongoing infections. On the day of onset, the patient was hospitalized for the recurrent peritonitis event and the patient passed away five days later in the hospital. The patient was not recovered from the recurrent peritonitis event prior to death. It was not reported if an autopsy was performed. Three days after the onset of the recurrent peritonitis and hospital admission, peritoneal dialysis therapy was discontinued and the patient was in the process of transitioning to hospice care. The patient was not performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.